Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The threaded shafts that go through the housing handle are now cross threaded and will no longer properly engage the stem during implantation.

Manufacturer narrative:
Examination of the two returned instruments confirms damage to the threaded tips on both. The damage appears consistent with repeated use over time. The root cause is attributed to wear out. Based on the investigation the need for corrective action is not required. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.